Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic and the ventricular lead exhibited noise which resulted in pacing inhibition. The patient experienced bradycardia. The lead also exhibited loss of sensing and was capped and replaced.